Event description:
The complainant reported that impella cp was implanted and during the percutaneous coronary intervention procedure, the cp experienced high purge pressure alarm with no outwardly visible cause. The impella was repositioned, but the alarm would resolve intermittently throughout the case. The cp was maintained in p-4 throughout and weaned successfully. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed

Manufacturer narrative:
Thrombus fm was added based on the investigation. High purge pressure: the data logs show that adequate priming was done of the pump before insertion. After the pump was inserted, purge pressure increased slightly and then shortly after the pump was started there was a small spike in motor current and purge pressure began to rise even more. It rose for about 12 minutes before it triggered a purge pressure high alarm. It remained high despite troubleshooting with changing the cassette, checking lines, etc. Flows on the pump were variable. Pump was explanted after 1 hour and 18 minutes. The returned product had a thrombus on the impeller and a slight film in the gap. High purge pressure reproduced when the pump was connected to the lab console with the returned cassette. A window was cut in the catheter and there was no blood seen in the purge line. The catheter was then cut near the motor housing and the high purge pressure resolved and fluid expelled from the red handle side. The blockage was isolated to the motor side of the catheter. The pump was torn down and biomaterial was found under the sleeve bearing. There was no biomaterial seen on the ball bearings or magnet. Based on the data logs and returned product, the root cause of the high purge pressure is most likely due to biomaterial. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency). ¿relevant laboratory test results, such as coagulation profiles and platelet counts ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states) ¿medications or treatments that the patient was receiving at the time of thrombus formation ¿surgical or procedural details if applicable (e.g, cardiac catheterization) ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.